Event description:
On 12 may 2009, the sales representative reported that during surgery the surgeon implanted the last screw and the secure ring came out of the plate. The surgeon didn't attempt to put the secure ring back in. The plate is still in the patient. Additional information received via telephone on (B)(6) 2009. The sales representative reported that during surgery, the surgeon was implanting the screws when it was noticed that the locking mechanism popped off. The swivel did not fall into the wound. The surgeon attempted to place it back, but the swivel was bent at the prongs. The surgeon did implant a screw without the swivel. There was no surgical delay. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Requests have been made for the return of the swivel. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending.